Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the server was not syncing with the es machines. A technical support specialist identified that the issue was caused by the extract transform load reaching its limit, which led to a stall. The issue was resolved by truncating the reports database. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the server was not syncing with the es machines. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.